Event description:
It was reported that the right atrial (ra) lead exhibited non capture and it was determined that it had dislodged. The lead was reprogrammed for increased sensitivity and remains in use. The lead is currently only being used for sensing purposes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6944-65 lead implanted: 2003 (B)(6); a7700e25 mechanical valve implanted: 2003 (B)(6). (B)(4).